Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of connectivity issues with the pump modules was not replicated during device testing or confirmed through review of the logs; however, it was confirmed during a bd customer site visit. The case was previously escalated within r&d and the following findings were obtained: ¿the issue appears to stem from the lvp reporting a firmware flash date that falls within the daylight savings time switchover period ((B)(6), 2024; between 2:00 am and 3:00 am). Systems manager interprets this as an invalid time, rejects the message (displays the error ¿handshake failed. Error: the supplied date/time represents an invalid time. For example, when the clock is adjusted forward, any time in the period that is skipped is invalid.¿), and subsequently ceases communication with the pcu¿ ¿the root cause and broader implications of the lvp¿s firmware flash date setting remain undetermined.¿ the issue is being escalated to bd integrated supply chain for further investigation. It was confirmed during testing that the devices were flashed on (B)(6) 2025 (minus one year: (B)(6) 2024), between 2:00 am and 3:00 am. Inspection and testing of the suspect devices did not find any existing malfunctions that could have contributed to the reported incident. All inspected parts are manufactured by bd. It is not possible to test interoperability since it is managed by a third-party software configured by the facility, which is not available to the dchu. A review of the suspect devices error logs did not show any recorded errors. No malfunctions were recorded in the device event logs. The last time the suspect pump module sn (B)(6) was powered on and used to infuse was on (B)(6) 2025, at 8:40 pm, and was channeled off at 8:41 pm with no incidents or malfunctions recorded. The suspect pump module sn (B)(6) was last powered on and used to infuse was on (B)(6) 2025, at 3:35 am, and was channeled off at 9:52 am with no incidents or malfunctions recorded. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Model 8100 pump module sn (B)(6) (suspect): device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Model 8100 pump module sn (B)(6) (suspect): device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the probable cause is being attributed to a potential issue with the lvp reporting a firmware flash date/time that falls within the daylight savings date/time switchover period ((B)(6), 2024; between 2:00 am and 3:00 am). Systems manager interprets this as an invalid time, rejects the message (displays the error ¿handshake failed. Error: the supplied date time represents an invalid time. For example, when the clock is adjusted forward, any time in the period that is skipped is invalid.¿) and subsequently ceases communication with the pcu. The root cause and broader implications of the lvp¿s firmware flash date setting remain undetermined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that several new large volume pump modules continue to have connectivity issues regarding issues with the flash date/time being within the daylight savings time ((B)(6) 2025) switchover period (2 - 3 am). There was patient involvement but no harm. Bd learned from a site visit that the large volume pump modules had an error when connecting to the systems manager.